Manufacturer narrative:
Other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and user mode testing were performed. The reported problem "error code 46507" was not duplicated. According to the investigation ec 46507 is an unexpected interrupt. The error could not be duplicated during investigation. According to the investigation, the pump had been in use for over one year and the log showed one entry for the code and it was run for 2+ hours without incident during the investigation. The investigation reported that the pump will undergo standard periodic maintenance.

Event description:
Information was received that during use of this smiths medical cadd solis vip pump, the pump exhibited system fault 46507 then shut down. It was reported that pump displayed red screen that signifies system fault alarm when the restarted the pump battery went from 75% down to dead. Subsequently, the pump was replaced. No reported adverse effects or patient injury.